Manufacturer narrative:
D.4. Device information updated. H.4. Device manufacture date updated. H.6. Method code 1 updated. H.6. Results code 1 updated. H.6. Conclusions code 1 remains unchanged. H.6. Conclusions code 2 remains unchanged.

Manufacturer narrative:
Age at the time of event/date of birth: asked but unavailable. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable device information: attempts were made to obtain the device serial/lot, and the serial/lot number and device information was unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device serial/lot number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device serial/lot number, and the serial/lot number was unavailable. No device history record review was able to be completed. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, aortic expansion (e.g., aneurysm) and reoperation.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of a thoracic aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis with 2 debranch bypass. The patient tolerated the procedure. On an unknown date, the aneurysm located at the distal end of the conformable gore® tag® thoracic endoprosthesis was reportedly enlarged. No cause of aneurysm enlargement was available. Reportedly the physician stated that the patient's descending aorta was aneurysmal from the initial procedure, but the descending aorta was enlarged during the follow-up period. On (B)(6) 2020 an additional conformable gore® tag® thoracic endoprosthesis was implanted distally. There were no further reported issues.